Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 23 mg/dl; cause was not known. The customer attempted to address their bg with consuming carbohydrates and juice, but additionally was treated with intravenous fluids of saline while in the ICU which resolved the issue with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.